Event description:
Boston scientific received information that the young patient with this subcutaneous implantable cardioverter defibrillator s-ICD received a shock while playing laser tag. The patient was syncopal and collapsed; a ventricular fibrillation (vf) rate was later confirmed. Data reviewed by the field reported a time to therapy at close to one minute as well as a 4.5 second inhibition of post-shock pacing, reportedly due to myopotentials. Additionally, amplitude variation was noted. The intrinsic rate resumed and no further adverse effects were reported. The data was then sent to boston scientific technical services (ts) for a thorough technical assessment, as functional undersensing was thought to be a contributing factor. Technical services and engineers reviewed the data confirming the field observations of functional undersensing, as the cause of delayed therapy and resulting syncope. The absence of post-shock pacing for approximately 5 seconds, was likely the result of electromagnetic interference (emi) which may have precipitated during the laser tag activity. Ts recommended a review of all vector sensing options, so as to assess optimal sensing during future periods of vf.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.